Event description:
Caller states that the inform meter makes the bases flash. In addition, the floor advised that they smelled smoke from the meter. Caller stated that the meter pins and plastic are melted and appear to be brown. Meter is wiped down with alcohol. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.